Event description:
It was reported that the customer's insulin pump had a blank display. The customer also reported that she had been off pump therapy for a month and used manual injections to control her blood glucose levels. Her blood glucose was not reported. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).